Event description:
The device failed during ventilation and the patient suffered acute respiratory distress. The patient was able to breathe on his own and was just surprised by the event. Medical staff responded very quickly, and the device was removed and replaced with another ventilator. No information is available about the patient's injuries.